Event description:
It was reported to minimed that the customer experienced inpen that is not connecting saying inpen not found. The customer reported no adverse event. The event involved product(s) mmt-8060, mmt-105elblna. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105elblna was requested and the customer response was that the device returned. Product return is not applicable for non physical device mmt-8060.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Found a missing injection foot. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.862v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Inpen passed front cap investigation. In conclusion: inpen did not transmit doses to app due to depleted battery (0.862v). Therefore, the customer concern was confirmed. Missing injection foot was found during visual inspection. Missing injection foot can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.